Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage, with struts lifted and bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery. A 32 x 3.50 promus premier drug-eluting stent was advanced for treatment but failed to cross the lesion. However, during procedure, the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.